Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test and prime/ compromised force sensor test. However, the pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The motor position encoder error alarm was confirmed in history file. There was no motion sensor test failure alarm noted. Drive support disk was inspected and no anomaly was noted. Pump received with scratched lcd window. The pump was received cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm, motion sensor test failure alarm, and motor position encoder error alarm. The blood glucose at the time of the incident was 166 mg/dl. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer stated there was a motor position encoder error alarm noted in the history. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.